Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) hospital in australia informed cook on 20jul2020 of two incidents involving fanelli laparoscopic endobiliary stent sets [rpn: c-fbss-100]. Both incidents occurred on (B)(6) 2020 for the failure of the stent found to be broken. For lot number 8680382, the stent was found to be broken inside the packaging. This complaint is captured in MDR# 1820334-2020-01385. For lot number 8927276, the stent was found to be broken when removing from the packaging. This complaint is captured in this complaint. Neither complaint device was stored in direct sunlight or light. There were no effects to a patient as a result of these two incidents. A review of the complaint history, device history record, instructions for use (IFU), quality control and specifications, as well as a visual inspection of the returned device and an inspection of unused product, were conducted during the investigation. The complainant returned one fbss device to cook for investigation. A physical examination showed one fbss device was returned with no visible biomatter present. A visual inspection found that an approximately 1.6 cm piece of the stent was lodged inside the distal end of the outer sheath. No other piece of the stent was received. There is also a bend (no separation) just below the purple luer connector hub. Cook has concluded that this device was manufactured to specification. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record found no related nonconformances associated with this device lot. A database search found one additional complaint associated with this device lot for an unrelated failure mode. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: how supplied: "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned product, and the results of the investigation, a definitive cause for failure was traced to environmental conditions and inadequacy of device design. A CAPA was previously opened for this failure mode and concluded that the stent material is sensitive to light, and prolonged exposure to light results in the material becoming brittle. This would make the device more likely to break from normal shipping and/or handling conditions. Since this lot was manufactured prior to the CAPA implementing actions, this conclusion is applicable to this complaint. Even though the customer stated that the device was not stored in direct sunlight or light, the device could have been exposed to light prior to reaching the facility. Appropriate measures have been taken to address this failure mode. As a result of the CAPA, the packaging for this device was updated to sablock packaging, which includes uv inhibitors to protect the product from uv rays. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the stent of a fanelli laparoscopic endobiliary stent set broke off inside the packaging prior to use. The product reportedly had been "stored correctly" and was not kept in direct sunlight. No patient contact was made.